Event description:
It is reported that a customer was hospitalized for dropping a surf board on her foot which inevitably caused her blood glucose to rise. The caller who was the customer's mother stated that they later found out that the pump had to be reprogrammed. The mother stated that her daughter went to the gym and quickly started having low blood glucose after working out. The mother states that she already reprogrammed the pump and just need reassurance and wanted someone to review the carb setting. The mother stated that they will call back ID she needs us. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.